Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. The reagent can be run as a normal test or in stat mode. The allegation is that discrepant, high results were received on these samples when running them in stat mode. Sample ID (B)(6) initial troponin t hs is 41.9 ng/l, and the repeat result was 42.6 ng/l. The initial troponin t stat is 442 ng/l, and the repeat result was 46 ng/l. Sample ID (B)(6) initial troponin t hs is 23.1 ng/l, and the repeat result was 23.4 ng/l. The initial troponin t stat is 156 ng/l, and the repeat results were 128 ng/l and 24.6 ng/l.

Manufacturer narrative:
A general reagent or analyzer problem was not present, as the qc prior to the event was within range. Several images were investigated, and the overall sample quality was good, not indicating a pre-analytical issue. The investigation was unable to determine a direct root cause.